Event description:
It was reported that the package was torn. The product was not used. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 1 of 3. Complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Complainant country: (B)(6). Name of affiliation: (B)(6) hospital. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI). H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. Returned sample evaluation: photos associated with this case were received for evaluation. Batch record review: the lot 0l03941 was manufactured on 12/02/2020 bopack manufacturing line, with a total of (B)(4) market units (mkus). Complaint investigator performed a batch record review on 10/02/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1704758 and manufacturing order (B)(4) . The batch record review supports that there were no discrepancies related to the issue reported. Investigation conclusion: root cause(s): method: seal and seals minimum specified width out tolerance inspection method is not properly established / lack of inspection process. Method: manual adjustment in sealing plate location. Method: lack of verification tools. Actions were taken through corrective action/preventive action (CAPA). The investigation associated with related root cause investigation (rci) have been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.